Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. No frozen display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. Customer's blood glucose level was 3.6 mmol/l. Customer reported that the time clock was not advance. Customer was advised to monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will not be returned for analysis.